Event description:
The pt was reportedly experiencing pain and muscle spasms, unrelated to the internal device. The pt is to undergo a 3 tesla MRI, that requires the remove of the internal device, I order to determine the cause of the pain. The pt's device was explanted. The pt will be reimplanted at a later date.